Event description:
It was reported that care link episode shows supra-ventricular tachycardia with sudden onset which resulted in inappropriate ventricular tachycardia therapy. Device was reprogrammed with new detection values. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.